Event description:
It was reported that the patient presented to the emergency room in back-up vvi. The presenting rhythm was intermit- tently paced at 67.5 ppm. The patient's intrinsic rate was in the 40 - 50's and predominated. Due to intermittent pacing on the ECG, further troubleshooting could not be performed. Possible premature battery depletion was also noted. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.